Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to noisy signals after approximately 26 years in service. A new lead was successfully implanted. No additional adverse patient effects were reported.